Manufacturer narrative:
The insulin pump passed displacement test and self test. No a64 alarm noted. However, the insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed radio frequency pic failed self-test. Customer stated the device wasn't working wee for the past few weeks. Customer's blood glucose was 14 mmol/l. Customer was advised the device need to be replaced and agreed to return the device for analysis.